Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose and was damage. The customer¿s blood glucose level was 300 mg/dl to 400 mg/dl. The customer was treated with bolus. The customer states also had a crack and missing piece near the battery compartment lip. Troubleshooting was performed for damaged. The customer declined troubleshoot for high blood glucose. The insulin pump will be returned for analysis.